Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (45 mg/dl). Reportedly, the customer did not eat at the "right time", and customer's health care professional recommended the pump timed settings be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer ate and drank juice to address low bg levels.